Event description:
It was reported that the customer's insulin pump had a frozen display and the time was not advancing. Troubleshooting was performed. The customer stated that the buttons were unresponsive, and an alarm occurred before the buttons stopped responding. Reviewed the alarm history and found a low reservoir alarm. Instructed the customer to insert a new battery, but the insulin pump alarmed again and the frozen display continued. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.